Event description:
It was reported a balloon ruptured above its rated burst pressure during an arteriovenous hemodialysis fistula graft dilation of a venous lesion. During withdrawal of the balloon catheter, the balloon material mushroomed. A sheath was not used and the balloon catheter could not be removed from the pt. A graftotomy was performed for removal of the balloon catheter. Results were satisfactory and the procedure was completed successfully at that time. The pt's condition is good. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated this device was inflated beyond its rated burst pressure which co believes contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded inflation in excess of rated burst pressure may cause the balllon to rupture and loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefullty.

Manufacturer narrative:
A portion of the device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the proximal half of the balloon material, approximately 4.8cm, was detached and not returned for evaluation. The balloon was torn with jagged edges 4.7cm proxinmal to the distal tip. The shaft was elongated and split 5.7cm from the distal tip. The proximal bond was present on the shaft. Upon noting a portion of the balloon material was missing, this manufacturer informed the user facility of co findings. The user facility indicated they felt the balloon material did not detach in the pt. No further information was available. This device displayed chatacteristics consistent with continual extertion against resistance, an elongated shift. It was also indicated this device was inflated well geyond its rated burst pressure. Co believes the above factors may have contributed to this event. F11 - date manufacturer initially forwarded report to FDA.